Manufacturer narrative:
The actual sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained for investigation. The retention sample was visually inspected, during which no anomalies were noted anywhere on the device. The retention sample was then built into a saline circuit and set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the retention sample was observed for any running sound anomalies. No abnormal sounds were observed from the device during any of the intervals. Although the event could not be replicated with the retention sample, it was determined that the reported issue is likely due to an abnormal interaction between the seal rotor and the stator surface. The complaint was confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the centrifugal pump was noisy. The cones were primed at 37 degrees celsius with no resistance at approximately 1500 rpm. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.